Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A search of the complaint database against the provided product code found additional reports of mating end breakage. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via (B)(4) (rev. F). The design was modified to reduce incidence of instrument failure. Modification to match existing hp universal handle/slap hammer attachment feature where limited failures seen. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. The reported device was manufactured prior to the implementation of (B)(4). Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When impacting the femur, a square washer on the connection point of handle broke. Another femoral impactor was available and was used.

Manufacturer narrative:
Reopen on 08 nov 2016 - reopen complaint due to receipt of complaint sample product in (B)(6). Examination of the returned device confirmed fracture at the square-to-circular (.183 dimension) cross-section changes of the distal end of the external rod sub-component. The overall condition of the instrument indicates heavy usage and impactions over time. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749 (rev. F) to reduce incidence of instrument failure. A search of the complaint database against product code 966520 did not find any reports of fracture manufactured after the december 2012 design modification. Although the submitted sp2 universal handle was manufactured prior to the design modification, it has been subjected to heavy usage and the root cause is attributed to normal use and servicing. The submitted sp2 universal handle was manufactured prior to the design modification in december of 2012 and the need for corrective action is not indicated. Monitor for reported events of fracture for sp2 universal handles manufactured after december 2012. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.